Event description:
It was reported that: "surgeon used screw to secure trial insert to shell. Screw broke through bottom of plastic trial. A ring of plastic that provided support for the screw separated from liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.